Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 14-jun-2023 . H6: investigation summary: sample and photos received by our quality team for investigation. Upon visual evaluation, brown foreign matter is observed inside the packaging of the product. Further evaluation was performed, foreign matter is identified as cardboard. A device history review was performed for reported lot 0269336, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Cardboard reels with be changed. Based on the teams investigation, possible root cause is associated with the entanglement of the paper reel.

Event description:
It was reported that dirt was found in the packaging and inside syringe of the bd plastipak¿ luer slip syringe. The following information was provided by the initial reporter, translated from portuguese: "dirt inside the syringe package and dirt inside the syringe."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dirt was found in the packaging and inside syringe of the bd plastipak¿ luer slip syringe. The following information was provided by the initial reporter, translated from portuguese: "dirt inside the syringe package and dirt inside the syringe."